Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that a patient encountered acute kidney injury and embolism during impella rp flex support. During support, continuous renal replacement therapy was started as the patient had acute kidney injury and liver shock. Additionally, a computed tomography scan showed the patient had multiple focal emboli in the brain and the patient had not been waking off of sedation. The decision was ultimately made to withdraw care and the patient expired.

Manufacturer narrative:
The investigation was completed and no product was returned for investigation. Acute kidney failure/ embolism: the cause of the clinical symptom was not determined due to insufficient clinical details. Device history review was completed and passed all post sterile inspection checks.